Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Patient underwent left tkr on (B)(6) 2017 with natural patella preserved. Patella was placed on (B)(6) 2018 due to pain. Patella revised on (B)(6) 2019 with another of the same size due to pain. According to surgeon necrotic bone found around patella site is likely cause of pain (caused by poor blood supply; patient condition).

Manufacturer narrative:
After the initial report it was determined that this event had no complaint stated against the product. Please void the initial report.